Manufacturer narrative:
Load wheel casting.

Event description:
It was reported by service report that the load wheel casting broke off form the head section. No pt involvement or adverse consequences are reported.